Event description:
The customer reported that the bending rubber had slack during reprocessing involving an Olympus Uretero-Reno Fiberscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.